Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain: pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy and irregular bleeding") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, morbid obesity and polycystic ovarian syndrome. Concomitant products included medroxyprogesterone acetate (depo-provera) until (B)(6) 2010 for contraception as well as bupropion since 2015. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine inflammation ("inflammation of the uterus"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and abdominal pain lower ("cramping of lower abdomen"). The patient was treated with surgery (she had nova sure endometrial ablation/endometrial curettage on (B)(6) 2012 and she underwent total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dyspareunia, depression and vaginal haemorrhage outcome was unknown and the uterine inflammation and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine inflammation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2011: that the essure was in place. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, pelvic pain, abdominal pain, dyspareunia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2019: reporter information was added. This case concerns 30 year old patient. Her demographic was updated. Her concurrent conditions were added. Lab data was added. Essure indication was added. Her concomitant medications were added. Per plaintiff fact sheet following events: inflammation of the uterus, abnormal bleeding (vaginal, menorrhagia), abdominal pain, dyspareunia, depression and cramping of lower abdomen were added. She was recovered from uterine inflammation and cramping of lower abdomen. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (pelvic surgery on (B)(6) 2015). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding ") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (pelvic surgery on (B)(6) 2015). At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.